Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29, there was a drop in blood pressure and heart rate as the delivery catheter system was advanced through the descending aorta and around the aortic arch. The valve was positioned across the native valve, and the blood pressure and heart rate continued to decrease, leading to the valve being pulled back into the ascending aorta. Cardiopulmonary resuscitation was initiated, and the patient was prepped for open heart surgery and placed on extracorporeal membrane oxygenation. It was noted that the guidewire perforated the left ventricle (lv), resulting in a lv perforation. The procedure was ultimately aborted. The patient passed away the same day. The cause of death was lv perforation.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a4. B5. E1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the physician to note the dcs cannot be excluded as a contributing factor to the patient's death.